Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a subclavian vein port placement procedure in the right chest wall using the powerport m.r.I. Isp. During the procedure, a difficulty was encountered in advancing and retrieving the guidewire through the introducer needle, resulting in deformation of the guidewire. It was further reported that the guidewire was stretched approximately 8 cm behind the j shaped end. The port was removed and repositioned. There was no reported patient injury.